Event description:
The customer contact reported that while operating on battery power, the device powered off by itself w/o sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified concentration of nimodipine, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device was unplugged from the ac power outlet for transport of the pt. During transport, the device powered off w/o an audible alarm tone. The device was removed from clinical service. Therapy was resumed in ten mins using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.